Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device's battery charge limit was reset to 100% to correct the issue.